Event description:
It was reported that the insulin squirts out during the manual prime process. The customer's blood glucose reading is 270 mg/dl. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to loose drive support disk.